Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a high blood glucose (bg) level (391 mg/dl). In attempt to lower the bg, the customer increased the basal rate by 200%. Due to the high bg, during the night, the customer had "passed out". The next morning, upon regaining consciousness, the customer called 911. The customer was taken to the emergency room and was admitted to the hospital on (B)(6) 2017 with a bg of 543 mg/dl. The customer was treated with an intravenous insulin and fluids. The customer thought the high bg was due to the pump not delivering insulin as the customer had dropped the pump multiple times in the past. Prior to the hospitalization, the customer had received a cartridge change error. Tandem technical support reviewed the pump data and incomplete cartridge changes were observed. The hospital staff thought the high bg was due to elevation sickness and an infection (white blood count). A pump system check could not be performed as the customer had changed out the pump supplies and was not using the pump at the time of the report. The customer was discharged on (B)(6) 2017.

Manufacturer narrative:
The investigation has been completed. The used cartridge was not returned (incomplete system) for investigation. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.